Event description:
The customer reported receiving an a121 alarm from the insulin pump after inserting a battery. The customer was advised to monitor the device and to call the helpline back if the issue recurred or if there were other issues. The customer's blood glucose value was 156 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.